Event description:
Notice was received from patient¿s attorney stating that patient had sustained unspecified personal injuries in 2004 from two charite artificial discs. The following mfg. Medwatch reports are being submitted for the two charite artificial discs: 1526439-2014-11734, 1526439-2014-11735.

Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.